Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder and capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation primary with mentor smooth round moderate plus profile 300 cc and experienced bilateral chest pain, capsular contracture baker grade iii/IV and autoimmune disorder of unknown type. The patient felt burning pain all over the chest area while pregnant in 2016 and after pregnancy (2017) breast feeding was very difficult. Pt was also diagnosed on (B)(6) 2018 with arrhythmia. The patient felt inflammation through out the hands, face, neck, and arms also shoulder pain. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.